Manufacturer narrative:
Additional information, the customer alleged that the PICC line is known to have issues of downstream occlusions with the baxter syringe pumps. After the user checked the pump and line the issue was resolved for 15 minutes; however, the pump alarmed for downstream occlusion again. The PICC line nurse tried to flush the line but was unsuccessful. The PICC line was replaced. PICC nurse acknowledged the protocol was to do 1hour line checks and q 6hr flushes; however, this is ¿not always completed". The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Based on the information provided by the customer the pump was alarming for actual downstream occlusions. This would not lead to a death or serious injury if were to recur as the pump is operating as intended by detecting an occlusion and alerting the user to the alarm condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion of medication during the use of a novum iq syringe pump. During a vancomycin infusion, it was observed that only 4.9ml of the expected 6.6ml of vancomycin had been delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.